Event description:
It was reported that the autopulse resuscitation system stopped after a few compressions indicating "replace battery." Batteries with serial numbers (B)(4) were returned for testing. No adverse event reported.

Manufacturer narrative:
Reported complaint of autopulse resuscitation system stopped after a few compressions indicating "replace battery" was not verified. This battery was deployed (as received) with a standard test manikin and platform; it ran for 54 minutes until a "replace battery" was noted. After the battery was charged, it passed power testing. No adverse event reported.